Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion, scabbing and poor wound healing at the lead extensions cranial implant site. Cultures were taken however the results are not available. It was noted that the patient would pick at their lead extension incision site, therefore the physician assessed this contributed to their poor wound healing, scabbing and erosion. The patient underwent a procedure wherein the lead extensions were removed a wound washout was performed and new lead extensions were implanted before completing the procedure. Analysis of the lead extensions was not performed as they were retained by the facility. The patient did well post-operatively. Additional information received stated that the patient anti-biotics following the procedure.

Manufacturer narrative:
Block b3 date of event, block b5 describe event or problem, block h6 patient codes: additional information received, updated. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7127986, UDI: (B)(4), block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional pro codes, nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion, scabbing and poor wound healing at the lead extensions cranial implant site. It was noted that the patient would pick at their lead extension incision site, therefore the physician assessed this contributed to their poor wound healing, scabbing and erosion. The patient underwent a procedure wherein the lead extensions were removed a wound washout was performed and new lead extensions were implanted before completing the procedure. Analysis of the lead extensions was not performed as they were retained by the facility. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion, scabbing and poor wound healing at the lead extensions cranial implant site. Cultures were taken however the results are not available. It was noted that the patient would pick at their lead extension incision site, therefore the physician assessed this contributed to their poor wound healing, scabbing and erosion. The patient underwent a procedure wherein the lead extensions were removed a wound washout was performed and new lead extensions were implanted before completing the procedure. Analysis of the lead extensions was not performed as they were retained by the facility. The patient did well post-operatively. Additional information received stated that the patient anti-biotics following the procedure.

Manufacturer narrative:
Section f10 and section h6 patient codes corrected.